Event description:
It was reported that the programmer had intermittent communication with the analyzer. The analyzer was switched to another programmer which then worked as expected. The programmer is not expected to be returned at this time. There was no patient involvement.